Manufacturer narrative:
Chemistry analysis was performed on the isolated fibers. The infrared (ir) spectrum of the isolated particulates revealed that the absorption characteristics for 3 fibers were similar to cellulose-like material and for the other fiber it was similar to polyester like materials. The engineering evaluation of the returned device confirmed the complaint. However, it could not be concluded that the device was shipped with the particulates. Per the report, the particulates were noticed after removal from holder after rinsing. Therefore, it is unknown if the particulates adhered during rinsing at the account or prior to rinsing. Per the training manuals for this device, the valve should be inspected after removal from the jar, prior to rinsing. In this case, the valve had gone through additional handling steps that could have provided opportunities for exposure to unknown particulates. The list of materials for the valve including packaging material was reviewed. There were no cellulose-based or black polyester-based materials found. Cellulose and polyester are materials that are used in clothing. The source of these fibers could not be determined, however, it is possible that linen fibers from the manufacturing technician's clothing may have been inadvertently introduced onto the valve during manufacturing. Edwards enforces strict gowning procedures in each production clean room. The manufacturing procedure was updated to reinforce how to handle the temporary sutures and other particulates during the manufacturing process. This valve was manufactured before the corrective action was implemented. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No additional corrective or preventative actions are required at this time.

Event description:
Per the edwards lifesciences clinical specialist report, a 23mm sapien valve was opened and placed in sterile saline solution for rinsing during a tavr procedure. After thorough rinsing, the valve was removed from the cage and prepared for crimping. Prior to putting the valve in the crimp aperture, a small bit of debris was noticed on the leaflets. The debris looked like a small black fiber. Attempts were made to dislodge the debris, including vigorous rinsing; however, it was not possible to remove the debris and a decision was made to open a new valve. The case continued without incident.

Manufacturer narrative:
The clinical specialist instructed the team that visual inspection of the valve should occur prior to valve rinsing and after rinsing. The affected sapien valve was returned to edwards irvine for evaluation. During visual examination of the returned device, the fiber was observed on the rough (inflow) side of leaflets. The fiber was isolated and sent for chemistry analysis. No damage was noted on the leaflets, frame, skirt, and sutures. The investigation of this event is ongoing.